Event description:
Boston scientific received information that this pacemaker¿s estimated longevity remaining went down from eleven years to two years in just ten months. A boston scientific patient services (ps) representative referred the patient to the physician. Additional information was received indicating that there was no allegation against the device. At this time, the patient will continue to be monitored. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.